Event description:
It was reported that after a coronary revascularization procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, the needles were not captured by their respective cuffs. The device was removed and a second proglide device was attempted, but also resulted in a needle-to-cuff miss. The device was removed and a 6-french hemostasis sheath was inserted. After anticoagulation was fully reversed, the hemostasis sheath was removed, and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. One unused, sterile proglide device with the same lot number as the complaint device was returned for evaluation. Functional testing was performed and the device passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sample. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information. The other proglide device, is being filed under a separate medwatch manufacturer report number.